Event description:
It was reported that during a phone call about high blood glucose, a review of device data showed rebound hyperglycemia following user-initiated treatment of glucose values under 100 mg/dl, and education on appropriate low-glucose treatment was attempted but not accepted by the user. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the issue related to an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.